Event description:
Customer claims the product was in use with a pt. When the nurse performed a routine alarm check she found the alarm has power. However, there was no alarm tone when pressure was taken off the sensor pad or when the sensor was detached from the alarm. There was no pt incident or injury reported.

Event description:
Customer reportedly received results of 348 mg/dl and 161 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.